Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl. Customer did not have a back-up plan in order to treat high blood glucose. Customer had symptoms of nausea and dizziness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer was assisted in clearing closed circle and was assisted with prime rewind. Customer declined to continue troubleshooting. Customer was advised to follow up with healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.